Event description:
It was reported that the right atrial (ra) lead impedance and threshold that had been increasing for approximately three months and the impedance had jumped to greater than 9,999 ohms. During the lead replacement, the ra lead electrical values were all within normal values in both unipolar and bipolar when tested with the analyzer. When the ra lead was retested in the device, the lead again had undefined impedance and no capture. The ra lead was also tested in the atrial and ventricular ports of a replacement device and had high bipolar and unipolar impedances. It was indicated that the physician assumed the lead had been cut during a surgery. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.